Manufacturer narrative:
An event regarding crack/fracture involving a accolade broach was reported. The event was confirmed. Device evaluation and results: the device was returned in used condition. Visual inspection of the returned device shows that it was fractured at the trunnion. Review of returned device by material analysis engineer indicated "fracture consistent with an overload condition." Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event was confirmed as per visual inspection of the returned device which shows that device was fractured at the trunnion. The returned device was consulted with material analysis engineer who indicated that fracture consistent with an overload condition. No further investigation is possible at this time. If the additional information will be received, this investigation will be reopened and re-evaluated.

Event description:
During gradual rasp of the right femur, the rasp broke at the connection to the handle. A replacement was located after a fifteen minute delay.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
During gradual rasp of the right femur, the rasp broke at the connection to the handle. A replacement was located after a fifteen minute delay.